Event description:
The reporter stated that the customer got an er1 message. They did not do a color chart comparison, but retested and got a result. No allegation of harm nor medical attention was sought.